Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the arterial monitor pressure display went blank. An alternate device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.